Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing noise on the electrograms (egm), which could be reproduced by isometric exercises in the unipolar mode. The lead remains in use. No patient complications have been reported as a result of this event.